Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that upon removal from the packaging the back end rear grip popped off. The physician decided to use the device anyway and the stent graft was deployed successfully without any issues. There were no difficulties deploying or inserting. The account did not have another device in that size that is why they continued use of the device. No clinical sequelae were reported and the patient is fine. Evaluation summary: the device was returned and the analysis has been completed. The device was returned bloodied. The device was returned with the rear handle separated from the rest of the delivery system. The external slider and thumbwheel were returned to their starting positions and the rear handle was re-attached. The rear handle engaged with the minor threads on the screw gear; however a click was not heard or felt. The rear handle also was easily removed when rotating counter-clockwise.

Manufacturer narrative:
(B)(4). Results: failure to follow instructions (using broken device). Conclusions: failure to follow instructions (using broken device).